Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v741028, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the patient had several falls and the device moved. The patient did not get relief from the therapy.